Event description:
Consumer stated: "so what do I do with the murderbrush I was sold. My family wellness toothbrush spontaneously caught on fire." He has had brush for 2-3 weeks. Consumer claims he saw the fire flames coming out of the brush, it charred the bench it was sitting on. "I've spent a large part of my career working in electronics, it, and low voltage dc. I noticed that the packaging for the intact one has the batteried paired in opposite directions. This would allow anything bridging those terminals to creat heat. Since the bottom is removable I'd wager moisture got into it. The fried one I'm sending you is missing a large chunk between the aforementioned batteries. If they were wired to face the same direction it would of more than likely started where the positive and negative intersected." Product was returned.